Event description:
It was reported that a care giver connected the home patient to the homechoice prior to priming. The care giver alleged that the homechoice stated check patient line or connect yourself, but when she connected the home patient and pressed go the homechoice advanced to prime. The technical service representative explained the homechoice would have read connect bags or open the lines. The technical service representative confirmed that they had already disconnected. The technical service representative advised the care giver to dispose of all the supplies attached and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient was connected to the homechoice prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.